Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch veriovue meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began at 11:30am on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿286mg/dl¿ with the subject meter and in response to this the patient took additional insulin in accordance with their sliding scale (exact dosage unspecified). Later that same day at 12:08pm the patient measured their blood glucose on the subject meter again and obtained a result of ¿59mg/dl.¿ at this time the patient ¿fainted.¿ it is not known how long the patient lost consciousness for, but it was stated that when they regained consciousness they self-treated by taking ¿glucose.¿ no medical intervention was required as a result of the alleged issue. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.